Event description:
A customer reported damage to the pump's housing around the usb port, which did not affect the pump's charging ability but compromised its watertight integrity. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the customer's pump with a new one that included updated software. They provided instructions for putting the old pump into storage mode and arranged for its return. The customer was informed about the steps for using the replacement pump and agreed to return the damaged pump using a provided return box and pre-paid label.